Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the coating of the guide wire was peeling. The patient was diagnosed with arteriosclerotic obliterans (aso). The 99% stenotic lesion was located in the severely tortuous and calcified right superficial femoral artery (sfa). During device preparation, the physician noticed the coating of the v18 control wire was peeling. The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient complications were reported. Patient status is reported as "good".